Manufacturer narrative:
Refer to results of investigation. No returns were available for evaluation. Since the lot number for the suspect device was unknown, the distribution records for axsym toxo igg, list number 9k08 were reviewed and identified that the customer had received reagent lot number 95464hn00. Therefore, an evaluation for this reagent lot was completed and the results are as follows: - a retained kit of axsym toxo igg reagent, list number 9k08-20, lot number 95464hn00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. - to evaluate reagent specificity, 5 replicates of a specificity panel were tested. Specificity panel values met specifications and the results were in the range and no false reactive result was obtained. - as part of our evaluation we have reviewed the complaint records for lot number 95464hn00. This review did not identify any problems relating to the customer's observation. Based on our evaluation, we have determined that axsym toxo igg reagent pack, list number 9k08-20, lot number 95464hn00, is performing acceptably. We do not know the specific reason why the customer experienced this problem, since the sample in question was not available for investigation. The customer was referred to the package insert for additional information.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4), that has a similar product distributed in the us, (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated a patient generated a false positive result on the axsym toxo igg assay. The patient had been monitored for 2 months and was negative in (B)(6) 2011. In (B)(6) 2011, another sample was obtained and generated two positive results of 19 iu/ml from the primary tube and a positive result of 29 iu/ml from the serum bank sample. Another specimen was obtained at the (B)(6) and yielded negative results. The customer stated the patient became pregnant between (B)(6). No impact to patient management was reported.